Event description:
The pt was being cared for at home by family and nursing staff, and the pt was found deceased with the equipment turned off. The ventilator has been sequestered. It has not been alleged at this time that the ventilator caused or contributed to the event. A f/u medwatch will be submitted when add'l info is available.